Event description:
The cap was separated from the sleeved port. There was no patient involvement and no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a cassette was confirmed during a visual inspection. However, a root cause could not be determined because it is unknown if the cap became disconnected due to a manufacturing issue, disposable issue, or if the cap became disconnected during distribution.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.